Manufacturer narrative:
The reported field event of failure to sense was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was explanted and replaced due to failure to sense.